Manufacturer narrative:
Follow-up # 1 device evaluation: the device has been returned and evaluated by product analysis on 2/13/2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint and there were no voltage fluctuations. The battery compartment and battery cap were intact and the battery cap could be fully tightened onto the pump. The pump powered on normally with no overheating or alarms duplicated during the investigation. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. The pump cover was removed and there were no intermittent condition found to the printed circuit board (pcb) or to the continuous glucose monitoring (cgm). The investigation was unable to duplicate the initial ¿temperature¿ complaint. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the button was still responsive during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.